Event description:
Reporter indicated that a vns patient was having increased depression and was waiting for a heart transplant.attempts for further information are in progress.

Event description:
All attempts to the reporter for additional information have been unsuccessful to date.